Event description:
It was reported that the bd maxplus positive pressure connector is damaged. The following information was provided by the initial reporter, translated from chinese to english: the patient was given intravenous infusion at 9:30 on (B)(6) 2025, and it was found that the liquid was not dripping during the infusion. After repeated inspection, the inner core of the needleless connector did not rebound. After replacing the connector, the liquid dripped smoothly. Additional information received from the customer: has there been any leakage caused due to the difficulty in piston rebound? None please confirm the make and model of the connecting product(as)? Unable to obtain please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? The customer cannot remember please confirm what substance was being infused during the time of the event? The customer cannot remember please confirm how long into the infusion before to the issue noticed? Unable to obtain please confirm if the component was accessed with a needle then reused? No please confirm the condition of the storage ¿ temperature, humidity etc? Room temperature 22 degrees please confirm the fluid blockage was completely or partial? Completely.

Manufacturer narrative:
Device evaluation: no samples were received for investigation of (B)(4), in which the customer has stated: "during intravenous infusion, it was found that the fluid was not dripping. After repeated checks, the inner core of the needleless injection cap did not rebound." The product in use at the time is reported to be a mp1000 china. Further information from the customer has stated that no leakage was noticed due to the reported defect and the connector was not accessed with a needle and the connector was stored in room temperature 22 degrees. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number provided by customer was invalid and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.